Event description:
The death follow-up form was received indicating that the patient was receiving vns therapy at the time of death. Both generator and lead were explanted on (B)(6) 2013. The cause of death was listed as sudep based on autopsy and toxicology finding. It was reported that the patient's death was not related to vns therapy. The generator and lead were returned for analysis. Analysis of the lead was completed on (B)(4) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2014. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013, it was reported that the patient died on (B)(6) 2013. The device was retrieved post mortem; however, it has not yet been sent back to the manufacturer. Attempts have been made for additional information; however, no additional information has been received.

Manufacturer narrative:
The initial MFR report inadvertently listed the wrong date of death. The patient's death occurred on (B)(6) 2013.